Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the single parameter icp monitor would not boot up. There was pt contact. The pt was anesthetized and the product problem occurred during surgery. There was about a one hr delay in surgery but there was no pt injury reported. A replacement monitor was used.